Event description:
Customer reported hospitalization due to low blood glucose. Customer was driving in an ice storm. Customer is brittle diabetic and blood glucose levels are unstable. The paramedics were called to treat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.